Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device has been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during repositioning of an embolization coil, the coil unexpectedly detached in the aneurysm. The coil was left implanted in the aneurysm. No intervention was performed. There was no reported patient injury. The current patient's status is reported to be fine.

Manufacturer narrative:
The device was returned for evaluation. The implant was not attached to the pusher. The distal section of the pusher was noted to be stretched. The lead wires were broken from the solder joint. The tip of the monofilament appears to be melted, suggesting thermal cycling. There are striations on the monofilament body, suggesting a pull or a tensile force. Based on the investigation and provided information, the complaint of a prematurely detached implant cannot be confirmed, as there is indication of thermal cycling and tensile pull of the monofilament. The root cause of this complaint is unknown, although the device exhibits evidence that it was subjected to tensile forces that exceeded its strength specifications.